Event description:
A surgeon reported an increase in enhancement rate when using nomogram, and mentioned several pt cases. Upon follow up it was indicated that no enhancements have been performed for the reported cases. However, it was indicated that the surgeon is using a new nomogram. Additional information has been requested for this cases. This report will address pt case reported, left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).